Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation adjacent to the connector boot. No other anomalies were detected.

Event description:
This report is to advise of a failure event observed during analysis.